Manufacturer narrative:
Liko original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced torso stability. The original highback sling is also recommended for lifting to or from the floor, since it provides a comfortable head support both in sitting and in lying position. Upon inspection, baxter manufacturing site determined that the fabric at the left upper strap loop was torn/broken, but the surrounding seam was intact. Based on the investigation of the returned sling, it is reasonable to conclude that the left part of the sling was attached to surrounding equipment or came in contact with something sharp, causing the sling to break when the patient was lifted. Additional training was provided to the customer on the proper usage of the sling and a replacement harness was provided to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a patient fall due to a sling rupture were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
Additional information has been requested regarding the reported incident. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the original highback sling broke during a patient transfer that led to a fall. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.